Manufacturer narrative:
(B)(4). Visual inspections were performed on the returned device. The reported failure to deploy the suture could not be tested due to the suture not being returned. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The patient and device codes were coded by the manufacturer. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other proglide device referenced is being filed under a separate medwatch manufacturer report number.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using two proglide devices via a 6f sheath after a coronary interventional procedure. Reportedly, after deployment of the first proglide device, the needle plunger was unable to be removed from the device. The foot was close and the device was removed from the patient. It was noted that the sutures were still attached and hadn't deployed. An attempt was made with a second proglide device; however, the suture did not capture the vessel wall and came out. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.